Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While prepping the 2.25x28mm taxus liberte atom stent delivery system (sds) it was noted that the stent was damaged. The device never entered the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is fine.